Manufacturer narrative:
The investigation of the reported failure mode has been completed. Arrhythmia: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump placed to support the patient admitted in with a non-st-segment elevation myocardial infarction and taken to the operating room for coronary artery bypass graft and a bentall procedure. The pump was supporting when the patient went into ventricular fibrillation that required shocks. The team confirmed by echocardiogram that pump was appropriately positioned and the team discussed a rp flex but, the patient expired before that right sided support could be placed.